Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have a broken grip cable.

Manufacturer narrative:
The cadiere forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the cadiere clamp broke during an intervention inside the patient. No consequences for the patient. Concerns were expressed regarding the potential for debris to enter the patient's body or for the patient to sustain an injury. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was properly inspected and found undamaged before use. During a robotic lobectomy, a cable breakage was detected, and the instrument was promptly exchanged. The instrument had been used for approximately 30 minutes before the cable breakage occurred. No fragments remained inside the patient; only a cable breakage occurred. Therefore, retrieval of fragments was not necessary or applicable. The cause of the failure is unknown; no collisions or resistance were observed. The instrument was removed during the procedure, and the wrist was straightened both before and during the final removal. No resistance was felt when extracting it through the cannula at either time. No postoperative x-rays or ultrasounds were performed to check for remaining fragments, as confirmation of no retained fragments was made visually during the procedure. No additional surgical procedures were required. The procedure concluded safely and without patient injury or complications. The affected instrument is available for further evaluation, but no images, or videos are available for review.